Manufacturer narrative:
Study title: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis and conventional in-center hemodialysis (china q study). Type of study: a multicenter, randomized, open-label study of quality of life in peritoneal dialysis protocol number: 8339-001. Site number: 008. Subject number: 037. Subject initials: privacy. Study sponsor: baxter clinical. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by diarrhea and severe abdominal pain. The cause of the peritonitis was not reported. On an unreported date, the patient presented to the emergency room. The day after the event onset and after receiving ¿emergency treatment¿ (not further specified) the patient was admitted to the hospital for the peritonitis event and other indications. The same day as hospital admission, the patient was treated with moxifloxacin hydrochloride and sodium chloride injection (0.4g, once a day, intravenously for five days) for ¿anti-infection.¿ six days after hospital admission, the patient began treatment with moxifloxacin hydrochloride tablets (400 mg, three times a day, orally, duration not reported) for anti-infection, was discharged from the hospital and was recovered from this peritonitis event. Pd therapy was ongoing. No additional information is available.